Event description:
The customer reported a case of "fibrous reaction" that was observed at one day post op following cataract surgery. The reporter also stated that the surgeon experienced trouble with the I/a tip 45d being plugged. The pt outcome was reported as good.

Manufacturer narrative:
Prior to the complaint, the customer had reported similar events of inflammation. An alcon clinical rep visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding pre-operative preparation of the pt. Although not yet complete, the customer is in the process of implementing recommended changes. Alcon has previously investigated this type of event, otherwise known as tass (toxic anterior segment syndrome). As part of this investigation, alcon co-sponsored a tass taskforce with the ascrs and the final report (dated sept. 22, 2006) found no conclusive epidemiologic data to suggest that any one prod was responsible for the increase in reported tass cases. The investigation of tass related issues has concluded there is no evidence that tass is associated with the use of an alcon prod. Further investigation, including root cause analysis, will be conducted when products are returned for eval.